Event description:
The customer reported that the device displayed an error 40 (defib failure) message on power up.

Manufacturer narrative:
The customer reported that the device displayed an error 40 (defib failure) message on power up. The device has been returned to philips, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.